Event description:
It was reported that a physician in training achieved arteriotomy closure of the common femoral artery using a starclose device after an interventional procedure. The vessle locator wings did not retract. The device was removed with applied force. The device achieved hemostasis. No adverse patient effects. No further information available.

Manufacturer narrative:
Evaluation summary: the returned device was fully deployed. The vessel locators were severely prolapsed and folded into the tube set. This finding indicates high distal forces being applied to the wings during deployment and preventing them from collapsing proximally into the tube set. The damaged vessel locator supports the experiences of "vessel locators did not retract" and the experience of "the device was removed with applied force". The damage detected would contribute to both experiences the root cause for the bent vessel locator is undetermined. No malfunction was detected. Review of the device history record (DHR) for this device did not produce any findings to this investigation.